Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: a small piece of the trocar peeled off from the tip of the device. The piece of the trocar was retrieved. A new device was opened and used to complete the case. No bleeding or tissue damage was reported. No pt injury reported.